Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw1684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the PICC catheter placement was conducted under ultrasonic guidance on (B)(6) 2017, with the length of 36 cm placed into the patient and 3cm left in vitro. It was found that there was liquid leakage at the puncture site and that there was a crack at the 33-34cm mark on the catheter in vivo when pulling out the catheter during catheter maintenance on (B)(6) 2018. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter crack was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 33cm-34cm depth markings (5.9cm from the strain relief). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reaw1684 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the PICC catheter placement was conducted under ultrasonic guidance on (B)(6) 2017, with the length of 36 cm placed into the patient and 3cm left in vitro. It was found that there was liquid leakage at the puncture site and that there was a crack at the 33-34cm mark on the catheter in vivo when pulling out the catheter during catheter maintenance on (B)(6) 2018. There was no reported patient injury.